Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. Damaged yoke flange. Conclusion: the analysis results found that the ats45 device was received in good visual condition and with a 6r45b reload loaded in the device. The reload was received fully fired and with no damage to the spring cartridge lockout. The device was noted to have the clamping mechanism damaged; no functional test was performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the yoke was found damaged where engages with the tube. Although no conclusion could be reached as to how the yoke became damaged, this damage can occur when excessive force is applied to the closing trigger when the jaws are clamped on tissue thicker than indicated. In addition, it should be noted that at least a 100% inspection takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4).

Event description:
It was reported that during a laparoscopic appendectomy procedure, the product locked on the tissue and would not open. Another device was used to transect tissue around the device. Another like device was used to complete the procedure. There were no adverse consequences for the patient.